Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead impedance gradually decreased and dropped below 200 ohms. The vector was changed. The patient would be monitored.